Manufacturer narrative:
Concomitant product(s): product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The device manufacturer received the device for analysis. The device was replaced with another product. The battery was dead due to the patient not charging. There was an overdischarge. The device was replaced with a non-rechargeable ipg. The intended use of this device was treatment for pain. There was no patient death. An analysis report was being requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the implantable neurostimulator (ins) was depleted; the ins was in overdischarge because the battery was not charged. The ins was explanted and the rechargeable cell battery was replaced with a primary cell battery. It was unknown what had led to the event. Diagnostic testing or troubleshooting performed included meeting the patient in the office and restarting the battery on more than one occasion. The manufacturer representative reported demonstrating how to charge the ins several times to the patient; it is unclear why the patient did not charge. It was reported that the issue was resolved as of (B)(6) 2015. There were no reported patient symptoms. Additional information received from the manufacturer representative reported that manufacturer representative met with the patient on (B)(6) 2015 due to the first overdischarge. The manufacturer representative jumpstarted the battery and everything was working well. The manufacturer representative did not know if the device could not be recovered from overdischarge. The device was replaced because the patient did not like recharging the device; this is why the patient let the device go into overdischarge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.